Event description:
It was reported to philips that system had a startup issue. The device was out of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.